Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that the forceps cover glue was peeling. As observed with the borescope, forceps passage had a cut with black residue (molykote powder inside the scope). This was causing the user reported issue of black fluid leaking, which is the molykote powder inside the scope mixed with the water leak caused by the cut.

Event description:
As reported for this event, during reprocessing black fluid was leaking from the device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device. Additional information was also received by the customer. This supplemental report is being submitted to provide this information. The customer is not aware of any deep impact sustained by the device. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Considering the manufacturing year of the device, there is a possibility of the forceps glue peeling off due to aging and other factors. This may also have occurred as a result of external force such as strong rubbing on the part in normal use including reprocess. The instructions for use includes the following statements: inspection of the endoscope . Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.